Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an in-clinic follow-up, high capture threshold was noted on the right ventricular (rv) lead. The lead was explanted and replaced. There were no patient consequences.